Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, there was no relevant imagery provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was also performed and it did not provide any indication that a manufacturing nonconformance would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. In this case, the inability to track the delivery system with valve through the patient's anatomy that resulted in displacement of the patient's cs lead which then required it to be repositioned during the second attempt to implant a valve was unable to be confirmed. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU/training materials revealed no deficiencies. Per the event description, "it was noted that a decision had been made to switch from a right femoral vein (rfv) approach to a right internal jugular (rij) approach prior to the implant attempt using the second pulmonic delivery system and second valve. Multiple attempts were made to advance the second pulmonic delivery system with valve, but the attempts were unsuccessful." It was noted that the second pulmonic delivery system (pds) with valve was unable to be advanced due to a pre-existing surgical tricuspid valve, the trajectory of the pds and the largely dilated anatomy. To successfully position the pds to the target landing zone, the delivery system is required to track through the inferior vena cava (ivc), following by right atrium (ra), tricuspid valve, right ventricle (rv), and the right ventricular outflow tract (rvot) to reach the pulmonary valve. In this case, as the patient's right ventricle was largely dilated, there is less effective room within the chamber, making it more challenging to maneuver the delivery system through the rv to cross the pulmonic landing zone. Also, the interaction between the delivery system with crimped valve and the pre-existing surgical tricuspid valve during tracking to the pulmonic landing zone may have further created difficulties in tracking through the anatomy. As such, the available information suggests that patient factors (patient anatomy conditions - dilated right ventricle and pre-existing surgical tricuspid valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transcatheter pulmonic valve replacement (tpvr) procedure with an alterra prestent and 29 mm sapien 3 valve via the right femoral vein (rfv), the second pulmonic delivery system with valve was unable to be successfully advanced and the valve was unable to be implanted. It was noted that a decision had been made to switch from a rfv approach to a right internal jugular (rij) approach prior to the implant attempt using the second pulmonic delivery system and second valve. Multiple attempts were made to advance the second pulmonic delivery system with valve, but the attempts were unsuccessful. Due to episodes of heart block during these manipulations, the procedure was aborted. After the withdrawal of the second pulmonic delivery system and valve, it was noted that the cs lead was displaced, and the left ventricle (lv) was no longer capturing. The sheaths were removed from the neck and groin and the patient was transferred to the intensive care unit (ICU) in stable condition. Subsequently, additional information was provided by the fcs revealing the patient was brought back approximately 6 days later to complete the implantation of a valve within the alterra prestent. The procedure was a combined surgical and catheter-based technique. In this case, a small opening in the chest was surgically created to provide a favorable trajectory of the commander delivery system with 29 mm sapien 3 valve via a puncture, directly through the right ventricular apex. The procedure was successful as the 29 mm sapien 3 valve was implanted successfully within the alterra prestent. During this procedure, the cs lead was also repositioned to treat further heart block episodes as a consequence of displacement during the initial tpvr procedure.